Event description:
When the physician started to use the instrument, he noticed that the inducer tube was completely shredded. The instrument was exchanged and the procedure was completed without harm to the pt.